Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ was received for investigation. The catheter was inserted into a stock 8.5f sheath with no resistance or anomalies noted. Electrode 2 read as an open circuit and was displaced. Further investigation revealed conductor wire 2 had been fractured proximal to the weld joint, consistent with the displaced electrode. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire and displaced electrode is consistent with damage during use.

Event description:
This event is being reported based on the analysis of the returned device.